Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and keypad anomaly. The customer's blood glucose level was 280 mg/dl. The customer reported that the insulin pump had an open book image on the insulin pump screen. The customer reported that they were unable to clear the screen. They reported that they insulin pump screen was frozen. They also reported that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer reported that the select button, back button and menu button were unresponsive. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button does not take them to the menu screen. Customer stated using the up arrow does not allow them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 35, keypad anomaly or frozen screen due to critical pump error alarm. Device also received with cracked case and cracked battery tube threads.